Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet display became pixelated, rendering the screen unreadable, and the user¿s blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and return of the original unit. Investigation included review of user report and return logistics. Investigation of this device revealed a display malfunction consistent with a screen hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display.